Event description:
An a1059 mayfield modified skull clamp was involved in an event which was described as follows: a patient was positioned prone for a posterior cervical laminectomy in a mayfield modified skull clamp. The surgeon placed the mayfield, which was in use less than five minutes, and noted that it was sliding. The patient's position had not changed. There was a revision required. She incurred a head laceration of three inches which was sutured. The surgery was delayed (length of delay unspecified) because of the event. Mayfield integra pins ref: a1072 adult lot 1122866 were used during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.